Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was unable to get the full 3 months use out of the transmitter. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event was unable to be determined. A root cause could not be determined.